Event description:
It was reported that a minimum fill notification occurred intermittently since "last year sometime". Reportedly, customer went to the emergency room (ER) and was subsequently admitted to the hospital "sometime last year"; specific event date was unable to be provided. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer also had ketones that a healthcare provider determined were life threatening. Customer was treated with intravenous fluids of insulin and saline. Customer was released sometime after 3 days with issue resolved and no permeant damage. Customer added insulin to the cartridge and ultimately loaded the cartridge successfully on the pump and continued using current pump.